Event description:
This was a cardiac lead extraction case performed in the operating room to remove one lead (sjm 1591 riata (rv), implanted for 84 months) due to malfunction. The intention of this case was to remove the rv lead and leave the remaining 2 leads (ra and lv) in place. The 1591 lead was prepped with an lld-ez and the case began with a 16f glidelight laser sheath. After the pocket was open, the physician dissected each lead from the pocket. The physician inserted the laser sheath into the pocket and advanced the sheath with very little force into the subclavian vein. He applied minimal traction. After a second train on the laser, he advanced a little more and remained 'up high by the clavicle'. A severe drop on blood pressure was noted. The anesthesiologist identified an effusion and the CT was called immediately. The patient had no prior cardiac surgery, so the physician performed a pericardiocentesis which briefly stabilized the patient but it was insufficient to due to the nature of the complication. Upon arrival, the CT performed a sternotomy and identified a large tear in the svc/ra junction. It appeared that the ICD lead was bound to the lv lead. When the physician applied traction during the initial stages of the case, it appeared as though the vessel wall gave way, leading to the tear. The tear was repaired and the patient was eventually placed on bypass. The patient was stabilized and moved to recovery.